Event description:
The pt claims that the graft was implanted in 1997 for an abdominal aortic aneurysm procedure. Up to 2005 event date, they had no adverse experience with the implant. As of event date to present, the pt is experiencing a moving pain and soreness of the abdomen in the area of the implant. The pt is seeing a physician next month regarding the complaint.